Event description:
It was reported that multiple usb cables were loose when inserted into the pump usb charging port causing issues with charging the battery. Customer's blood glucose was 125 mg/dl. Customer reverted to using manual injections for insulin therapy.